Event description:
The cardiologist was performing an emergent cardiac catheterization on a patient who presented with an acute myocardial infarction, inferior wall, with totally occluded right coronary vessel. During the cardiac catheterization the tip of a kinetix wire broke off in the patient's right coronary artery (rca). When removing the expressway catheter, the tip was lodged in the rca. An apex balloon 2.5 x 12 was used in order to capture the piece of wire. This was unsuccessful. The cardiologist notes: "we were preparing to pass a 3.0 x 32 stent over the ruptured plaque region and its distal stenotic region. When on guider injection there appeared fractured guidewire out of the guiding catheter with the flow of contrast into the proximal vessel where it wedged in situ. Attempts at steering this were unsuccessful including using an actual vessel snare and using a 2.5 apex balloon inflated to three atmospheres across the wired region and withdrawing the inflated balloon. Then, the balloon was deflated passed distal to the guidewire piece and pulled back across the guidewire. There was no movement of the guidewire system and subsequent attempts at passing the guidewire with stenting over it and excluding it into the wall of the vessel were unsuccessful, though guidewire could be easily placed past this region. No equipment could be placed other than the guiding balloon and further attempts showed decreasing flow in this vessel. It was felt to be unsuccessful. Therefore, the surgeons were contacted for emergency bypass procedure of this major epicardial coronary vessel as no equipment could be passed distally for treatment of the severe stenosis downstream across the disrupted area containing this fractured guidewire." The patient went to the or for an emergent CABG (coronary artery bypass grafts) x 3. The patient recovered very well and was discharged home six days later.